Event description:
It was reported by service report that the scale reading was incorrect and the bed had a bent frame. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Inaccurate scale reading due to bent frame.